Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a fracture in the minus conductor of the cable at the strain relief. (B)(4).

Event description:
It was reported that when the patient was connected to an external pulse generator (epg) with a patient cable pacing failure was found. The cable was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.